Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H11: two (2) actual samples and photographic samples were returned for evaluation. The returned photographs were reviewed, and no visual defect was observed; components were placed according to specification. The actual samples were visually inspected, and no visual defects were found. Functional testing was performed which included pressure testing, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred on unspecified dates, "over the past 6 months or longer". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) 150ml intravia containers leaked from the ports. This occurred in the process of compounding. The issue was further described as bags having "rotted/defective ports" and leaking unspecified medication as a result. There was no patient involvement. No additional information is available.